Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher and implant coil were returned for analysis. The implant was not attached to the coil. The hypotube was noted to be bent at the proximal section. The transition section between the body coil and the hypotube was stretched. The distal portion of the pusher body coil was noted to be within specifications. The implant was stretched at proximal section, and notably damaged at the distal portion. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the third attempt to reposition the embolization coil in the aneurysm, the coil stretched and then detached. The entire coil was removed from the aneurysm by aspiration. There was no reported patient injury. The patient was reported to be doing well.